Event description:
This lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2013 due to an infection and off label explant. A call placed to technical services states that system was extracted yesterday, using antibiotic pouch, but pocket was eroding. Patient is dependent. A temporary wire was inserted. No other symptoms. The physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).